Manufacturer narrative:
Corrected information d10: the manufacturer received the device on 29 january 2021. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device turned off, which was reproduced during evaluation. The cause was determined to be the depressed pins on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported occlusion alarm, which was verified during evaluation. A review of the event history log identified the unspecified occlusion alarm as upstream occlusion messages. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an unspecified occlusion alarm and powered off during programming/setup at the pediatrics department. There was no patient involvement. No additional information is available.